Event description:
The customer reported that the system exhibited arcing, failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv tank, x-ray tube and igbt pcb assembly were evaluated and replaced. The interconnect cable was also replaced as part of the repair. The system was tested and found to be working as intended and returned to service.